Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the impedance test showed that the 8-15 lead and electrode 2 had values of all >10000ohms. The patient was using electrodes 14 and 15. The ins is at eri and they plan to replace the device. The caller asked about 37081 replacement if necessary. The patient reported that they have been having some problems with therapy but did not know when they started. Troubleshooting was not required. The issue was not resolved. The agent reviewed information about extensions and impedances. The caller will follow up with the patient and physician.